Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient experienced heparin-induced thrombocytopenia which was resolved with plasmapheresis. Patient's condition was stable post procedure.

Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. F6/f8-should have been left blank. On manufacturer device report 1220648-2024-11887. G1 reporting contact email revised on manufacturer device report 1220648-2024-11887 in accordance with updated procedures. H6 component code revised on manufacturer device report 1220648-2024-11887 in accordance with updated procedures.